Manufacturer narrative:
Voluntary medwatch: mw5070082. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After an amplatzer septal occluder was implanted the patient experienced the following symptoms: irregular heart beat, chest pain, increased migraines, nausea, vomiting, breathing difficulties, low grade fever, numbness/tingling in the left foot, unusual rashes/itching, thyroid, leg and joint pain, uti, skin lesions, mental confusion, and memory loss.